Event description:
As reported, the polyglycolic acid (pga) plug on a 6f exoseal vascular closure device (vcd) was pulled out and came out of the body. A portion of it was cut out by the physician and about half of it was pressed in to stop the bleeding, but a pseudoaneurysm formed. The bleeding stopped with manual pressure, and the procedure was completed. The patient was subsequently discharged as there appeared to be no problem. There were no reports of patient injury. A contralateral approach was used to treat a lesion in the external iliac artery. The exoseal vascular closure device (vcd) was used for hemostasis. The visual indicator window had changed to black- black. The doctor had depressed the deployment button and removed it when the issue occurred. The exoseal vcd was used in an external iliac artery stenosis case. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6fc10cm non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator wire was still visible when the device was removed. The device will not be returned for evaluation as it was discarded.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the polyglycolic acid (pga) plug on a 6f exoseal vascular closure device (vcd) was pulled out and came out of the body. A portion of it was cut out by the physician and about half of it was pressed in to stop the bleeding, but a pseudoaneurysm formed. The bleeding stopped with manual pressure, and the procedure was completed. The patient was subsequently discharged as there appeared to be no problem. There were no reports of patient injury. A contralateral approach was used to treat a lesion in the external iliac artery. The exoseal vascular closure device (vcd) was used for hemostasis. The visual indicator window had changed to black- black. The doctor had depressed the deployment button and removed it when the issue occurred. The exoseal vcd was used in an external iliac artery stenosis case. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f 10cm non-cordis catheter sheath introducer was used. The device was stored and prepped per the instructions for use (IFU). The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had no visible calcium/plaque. There was no access vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator wire was still visible when the device was removed.